Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was unable to rewind the insulin pump and had multiple pump alarms. Customer blood glucose value is unknown. The insulin pump is returning for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor related error alarm during testing. The motor was tested outside of the device and passed. Pump rewinds properly.